Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin was squirting out during the manual prime process. Customer reported that insulin continued to drip after letting go of the act button. Customer stated that performing a set changes resolved the issue. Blood glucose level was 80 mg/dl at the time of the call. No further information was provided.